Manufacturer narrative:
The root cause of this event cannot be determined with the available information. Requests for additional information are currently being requested from the healthcare provider. A supplemental report will be submitted accordingly in any new information is received. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that an edwards valve was explanted for unknown reasons. The implant duration of valve is also unknown. No other information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
X-ray demonstrated heavy calcification on leaflets 1 and 3, minimal calcification on leaflet 2, and wireform intact. Leaflet 1 had a 5mm tear along commissure 1, a 3mm tear on the free margin, and an 8mm tear along commissure 2. Calcification was evident near all three tears. Serrated markings were observed on leaflets 2 and 3 near commissure 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. The wireform was exposed on commissure 1. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that an edwards model 3000 23mm valve was explanted after an implant duration of approximately 12 years and 4 months due to calcification. The patient did not present post-operative problems.